Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet device developed a cracked screen of unknown cause, while the device continued to function but the touchscreen could not be used. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included device replacement and return of the original device. Investigation included the collection of usage history, return logistics, and a visual assessment associated with the damage report. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage, with no associated alerts or alarms and no effect on glucose control. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.